Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the probe tip broke down at 14 mm from the distal end. The broken probe tip was not returned. The proximal side of the tissue pad was worn and there were contact marks on the surface of the probe and the metal part of the jaw each other. The shape of the fracture surface showed that the crack developed from the contact mark as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal & cut output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal side worn away. The metal part of the jaw and the probe came in contact, and consequently contact marks on the metal part of the jaw and the probe occurred. The probe cracked from the contact mark as the starting point, due to a load on the probe by seal & cut activation or grasping tissue. The probe was broken due to an additional load on the probe. The instruction manual of the subject device already states; warnings: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic assisted supracervical hysterectomy. While the user pulled the scissors out of the trocar, the tip of the probe of the subject device was broken. The fragment was trapped in the trocar and was not fallen inside the patient¿s body. The procedure was completed using a similar device. There was no patient injury reported.